Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent an open left inguinal hernia repair procedure on unknown date and the suture was used. Two years following the procedure, the patient presented with frank hematuria and dysuria. Urine cytology was negative and the patient had a normal urinary flow rate. Hematological and biochemical profiles were grossly normal. CT urography showed a vesical calculus adherent to the left anterior-lateral wall of the bladder and multiple bladder stones with the largest measuring 7 mm. The calculi were fragmented using laser. During laser lithotripsy, it was noted that the calculi were attached to sutures that were used for the initial procedure/ left inguinal hernia repair. Cystoscopic scissors were used to cut the sutures and release them off the bladder wall, followed by forceps extraction of the excised sutures. The patient¿s postoperative course was uneventful. It was also reported that in this case, the presence of stitches in the bladder wall created a nidus for stone formation. No further information is available.